Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the menu button on the infusion device is sticking. No blood glucose concerns were reported. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.